Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a delay of approximately 20 seconds between when the pump was plugged into a power source and when the battery started charging. There was no adverse impact to the customer's blood glucose (bg) level. The customer would continue to use the pump for insulin therapy.